Event description:
It was reported that a patient implanted with an impella cp experienced a placement signal not reliable alarm. The pump position was verified via echo. No patient harm was reported.

Manufacturer narrative:
A4 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.